Event description:
It was reported that during a clinic visit, the health care professional (hcp) reported difficulties interrogating this implantable cardioverter defibrillator (ICD) system. The hcp stated having placed the programmer telemetry wand and was not able to connect to this ICD. It was noted that patient had a concomitant device implanted with the ICD. Technical services (ts) assisted with troubleshooting efforts, however, was not successful. At this time, the programmer and the ICD remain in service. No adverse patient effects were reported.